Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The length of in vivo service was (B)(6) days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) trauma, (B)(4) pain, (B)(4) infection. The remainder for non associated product issues. This is the first complaint against this lot number. The surgeon reported no issue associated with the explanted product and provided no information that definitively described the root cause or reason of the joint dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient dislocating shoulder.